Manufacturer narrative:
Device evaluation: lens was returned in liquid in a specimen cup. Visual inspection found no visible damage to the lens. Claim# : (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -10.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Significant reduction of irido-corneal angles and elevated iop (21mmhg) without pupil block and angle closure, excessive vault was observed. Phaco-emulsification (cataract surgery) and iol implantation was done, the lens was removed on (B)(6) 2019. Cause of the event is reported as device, "icl too large".